Event description:
Information received from the (B)(6) clinical study, subject: (B)(4). On (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. During the procedure, it was reported the patient had vasospasm and it was resolved the same day with nitroglycerin. On (B)(6) 2014, the patient had thrombus in the right iliac artery and it was resolved on the same day with mechanical thrombectomy with a solitaire fr. The patient was also reported to have a parenchymal hematoma 1 (ph1) on an unspecified date that resolved on (B)(6) 2014. No serious injury with the patient was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4)